Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that suggests the revision was performed. The devices were not returned for investigation and no photos were provided. For these reasons, no functional testing or inspections could be conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation sternal screws, catalog #: ni, lot #: ni; concomitant medical products therapy date: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision was performed due to the sternalock 360 pulling through one side of the sternum. The surgeon removed the device and preformed a muscle flap. Attempts have been made and no further information has been provided. No additional patient consequences were reported.